Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additionally, one of the patient's physician noted that this event had not been documented anywhere while under this physician¿s care. This physician had no record of this nor any further information to provide.

Manufacturer narrative:
Supplemental reported filed to correct the alert date for the information received for the supplemental 1 report. The date the manufacturer became aware of the physician's additional information was (B)(4) 2013.

Event description:
It was reported that after a refill in (B)(6) 2012 an overdose was suspected. The patient reportedly was hospitalized. Reportedly the seizure medication the patient takes makes the patient drowsy and this mimics the overdose symptoms. This device system delivered baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.